Manufacturer narrative:
H6: health impact- clinical code: 4581 - wavy vision. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens. The patient complained of "wavy vision" at 3 weeks post-op. The lens remained implanted. Additional information has been requested but none has been forthcoming.